Event description:
A customer contacted beckman coulter inc. (Bci) reporting a leak coming from the hydro pneumatic area but could not find the source of the leak. No injury was reported.

Manufacturer narrative:
A field service engineer (fse) went on-site and resolved the issue by replacing the tubing on the valves connected to the wash concentrate canister.